Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es system had failed drawer. The field service engineer reported that this malfunction occurred during the dispensing of medication, resulting around a hr delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. The field service engineer attempted to recover it in the user app, the drawer failed, reconnected all the connections. All functions return to normal. The system functioned as intended after field service engineer troubleshot the device.